Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) had troubleshot the issue over the phone with the customer, the machine got rebooted, and the issue was resolved. No further investigation had been required. The system functioned as intended after the field service engineer assisted with the issues of the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station had been stuck at the care fusion screen with remote support service (rss) offline. Customer tried to reboot and recover, but the issue persisted. The customer stated that this malfunction caused a delay in dispensing medication to patients and the user was unable to access the station. There were no adverse events or injuries reported based on this event.